Event description:
A hospital engineer reported that during the forming of a graft, red aimer showed to be on the left from green mark, but burning was on the right. Follow up info from company svc engineer noted that the event was related to 'error of use; the microscope with sys of videomonitoring is displayed physically'. Add'l info has requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).